Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during a cataract with intraocular lens implant procedure the system displayed multiple system messages. The system message were unable to be cleared. The patient was transported under the surgeon's care to another facility where the procedure was completed with no harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was replicated (via event logs). The company representative found a non-conforming fluidics printed circuit board (pcb) and a fluidics module were both replaced to address the issue. The system was tested and was found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 20, 2015. Based on qa assessment, the product met specifications at the time of release. Fluidics pcb and fluidics module were received for evaluation. A visual assessment of the returned fluidics pcb and the fluidics module did not reveal any non-conformity. The returned fluidics pcb was evaluated and the 5v was found to be shorted to ground due to a non-conforming inductor. The observed 5v shorted to ground was resolved after removing l50 from the fluidics pcb. The returned fluidics module was installed onto a calibrated system. The system was turned on and allowed to boot. The system generated a sm upon completion of the boot-up sequence. It was found that the 5v was also shorting to ground on the fluidics module as well. This was most likely caused by the initial short created by the nonconforming inductor at l50 on the fluidics pcb. The root cause of the reported sms can be attributed to a short on the inductor on the pcb. (B)(4).